Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventrio mesh (device 1). An additional supplemental emdr was submitted to represent the bard ventralex st mesh (device 2). Note, the manufacturing date (15-may-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with implant of ventrio mesh (device 1). Per operative notes, ¿an incision was made into the umbilicus. The hernia sac was dissected out. A ventrio mesh (device 1) was placed into the abdominal cavity and secure it with sutures.¿ (B)(6) 2012 ¿ patient was diagnosed with recurrent umbilical/ventral hernia, thereby underwent open repair with implant of ventralex st mesh (device 2). Per operative notes, ¿a supraumbilical curvilinear incision was made over the umbilicus. The hernia sac was dissected out. A large ventralex st mesh (device 2) was placed with previously placed old (device 1) and secured it with sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with explant of ventrio mesh (device 1) and ventralex st mesh (device 2) and implant of biological mesh. Per operative notes, ¿an incision was made vertically in the midline above the umbilicus. The hernia sac was dissected out. The previously placed meshes were identified. Both (device 1) and (device 2) were excised entirely. A biological mesh was placed into the defect and closed the defect with sutures.¿